Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for generator change. It was noted that the right ventricular lead exhibited high capture threshold. During device change out procedure, the lead was capped and replaced. The patient remained asymptomatic and no complications from the surgery occurred.